Event description:
It was reported that there was a warning for high svc (superior vena cava) defibrillation coil impedance. It was noted that the svc coil was already programmed off, despite the reporter having contacted the manufacturer for assistance in programming the svc coil off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.